Manufacturer narrative:
Event date is only approximate, month and year are only valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and lumbar radiculopathy. Information was reported that the patient stated that her first spinal cord stimulator (scs) only lasted a year and a half. The patient stated is must have been a "shushu". The patient stated at the time they could not guarantee the length of time the ins would last but they told her between 5 and 6 years. The patient stated when her ins went off she just thought she was in pain because she did not want to go to a funeral and it took her a little time to realize the ins was not on. The patient stated this took place right before christmas and she was able to get an agent, and got the ins replaced. The caller stated that she was in pain and needed her walker. The caller stated she was in shock how fast the pain came back. The caller stated her left leg is paralyzed and confirmed this was prior to the device. The patient stated the manufacturing representative (rep) told her that the device would not get rid of her paralysis but it did. The patient then stated that she had folding beach chair collapse on her prior to the device. The patient then mentioned that a couple of her friends tried to get the device get the device but it did not work. The patient did not clarify what this statement meant. No further complications were reported. No additional patient symptoms were reported.